Event description:
Viaspan solution was used during heart transplant. Donor heart was harvested in house. Patient and heart initially did well, but after surgery and transfer to cvicu, the heart failed, the patient had to put on a balloon pump. This was an unanticipated result to the transplant based on the factors involved. Dose or amount: 3 bags, frequency: once, route: intravenous. Event abated after use stopped or dose reduced: no.